Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
It was reported that the plate was fixed with twisted condition on (B)(6) 2010. On (B)(6) 2010, it was found that the plate was broken when the surgeon removed it. It seems that the fracture site of the plate is twisted area. The screws were already loosened. The fracture site of the pt bone was already fused.